Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that in the summer of 2018 the patient fell down steps outside which resulted in getting their implant replaced. To the consumer's knowledge, the ins was replaced but the leads were not. No further complications were reported.